Event description:
International affiliate reported that the device failed to activate and drain. A replacement was obtained and suction drainage accomplished. No adverse patient consequences were reported.